Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received a stuck buttons and not allowing them to do anything. The customer¿s blood glucose was unknown. Customer reported that the insulin pump's screen had a little lock on buttons. Customer stated that the buttons not working again, but after a min insulin pump worked again. Customer was advised to monitor the insulin pump, and advised to call back if needed. The insulin pump will not be returned for analysis.